Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in diabetic ketoacidosis, went to the emergency room, and was subsequently hospitalized with a blood glucose (bg) level of 451 mg/dl. The customer was treated with intravenous insulin and fluids. Reportedly, the customer was no longer vomiting and abdominal pain was reduced. A system check with tandem¿s technical support (cts) indicated that the pump and supplies functioned as expected. However, the site was removed prior to the report and cts was unable to troubleshoot the site. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.